Event description:
It was reported that while the pcu was being used by biomedical engineering for testing, it shut off after about 5 mins in maintenance mode - "not for human use" page. The device was plugged in at the time and did not alarm prior to shutting down. There was no patient involvement. Although requested no further information was provided. Through customer follow up it was noted "issue has been resolved."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.